Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument does not cauterize / no energy - instrument does not apply bipolar energy as it should. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and visual inspection did not reveal any damage or missing parts. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.